Manufacturer narrative:
The cobas 6800 serial number was (B)(6). The investigation indicated no product-related issues were identified. Although a root cause is not definitive, the discrepancy is most likely related to pre-analytical error: proviral dna amplification. The primary cause is attributed to the freezing and thawing of the ppt tube while still containing the cell pellet (white blood cells/buffy coat), which is contrary to IFU recommendations. This process causes cell lysis, releasing hiv proviral dna from the white blood cells into the plasma. Since the cobas quantitative assay's primers are highly sensitive, they also amplify the released dna, resulting in an increased titer or a false positive result.

Event description:
There was an allegation of discrepant cobas® hiv-1 (192t) results from the cobas 6800 analyzer for a single patient. On (B)(6) 2025, the initial sample generated positive hiv result with titer 571 cp/ml (2.8 log). On (B)(6) 2025, the same sample generated positive hiv with titer 376 cp/ml (2.6 log) retest on the alinity m platform generated a negative result for hiv. Previous tests on (B)(6) 2025 generated negative results for hiv.